Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room with dizziness and a heart rate in the 20 to 30 beats per minute (bpm) range. The rv threshold measurements were elevated, which resulted in intermittent capture. The device outputs were reprogrammed and a chest x-ray was taken. The x-ray results were noted to be normal. The rv impedance measurements were also decreased, but not out of range. No additional adverse patient effects were reported. The lead remains in service.